Manufacturer narrative:
A replacement pump was sent to the customer as well as a label for the return of the original pump. The original pump was returned; however, no evaluation was documented, and the device has since been scrapped. In f/u with the customer on (B)(6) 2011, the customer stated the pump in style was not strong enough for her. Customer stated the mastitis lasted for about one month. She did go see her doctor, who prescribed an antibiotic, which she used for two weeks. Customer was also instructed for the baby to suck directly on the nipple to reduce the discomfort. The customer confirmed she had no problems once she bought the symphony. There is no indication the pump in style breastpump caused the customer's mastitis. There is a possibility it may have contributed, however, as the customer reported her symptoms dissipated after using the symphony (hospital-grade) pump. No definitive conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported his wife got mastitis and could not use the pump in style breastpump. She was buying a symphony pump.